Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did confirmed the reported failure. The instrument was found to have a severely bent grip, causing side to side misalignment of the grips. There was a 0.058" offset at the tips.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the force bipolar instrument had a broken jaw. The procedure was completed with no reported injury.